Manufacturer narrative:
Qn#: (B)(4). The patient was reported to be deceased as a result of acute pancreatitis on (B)(6) 2021. The device did not cause or contribute to the patient's death.

Event description:
It was reported the patient had "frequent ischemia in the radial artery after catheter placement". The arterial catheter was inserted on the second puncture attempt without complications. The catheter was in place for 48 hours when the patient experienced marbling of the hand. The catheter was removed. It was reported there was no malfunction or issue with the catheter itself and there was no harm or injury to the patient. No medical intervention was required.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the patient had "frequent ischemia in the radial artery after catheter placement". The arterial catheter was inserted on the second puncture attempt without complications. The catheter was in place for 48 hours when the patient experienced marbling of the hand. The catheter was removed. It was reported there was no malfunction or issue with the catheter itself and there was no harm or injury to the patient. No medical intervention was required.